Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when infection began. This report is for unknown screws/unknown lot number. Original implant date unknown. Exact date unknown when device was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an infection was detected in a patient one month after a tomofix plate was applied for high tibial osteotomy (hto) in (B)(6) 2015. The reported plate was removed to suppress the infection. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Without a valid part and lot number, the UDI is not available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown quantity of screws.